Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later hcp reported "capsular fibrosis (baker grade iii-IV)". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, paresthesia.

Event description:
Patient reported "recall action for breast implants, implants are defective, a cavity has formed, burning and pulling sensation". This record is for the left side. Device remains implanted.